Manufacturer narrative:
(B)(4). A sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. Batch file review did not reveal any issues related to this complaint and has passed all statistical sampling acceptance criteria for all tests performed including in-process testing and product testing. A CAPA (B)(4) had been launched.

Manufacturer narrative:
(B)(4). A sample is available for evaluation; however, the sample has not yet been received. Once the sample is received and evaluated a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
A customer reported to baxter (B)(4) of a flogard set that had loose tubing at the top of the drip chamber while it was connected to an unknown bag administering nacl. This set was being used on a hospitalized boy with newly discovered diabetes. Once the initiation of the infusion, started the staff noticed that the floor was wet. There was no patient injury. No additional information is available. This is report 3 of 3 of the same reported problem from this facility.